Manufacturer narrative:
H.6. Investigation: bd integrated diagnostics systems (ids) had not received any sample and/or photos from the customer facility. The device history records could not be reviewed as the lot number is unknown. Bd was unable to confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with an unspecified bd edta blood collection tubes the sample clotted. There was no report of patient impact. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that sample clotted. Specimens were heelstick/capillary draws.

Manufacturer narrative:
There were multiple lot numbers reported to "possibly" be involved. The information for each lot number is as follows: medical device lot #: 0045090, medical device expiration date: 2021-08-31, device manufacture date: 2020-02-14, medical device lot #: 0105818, medical device expiration date: 2021-10-31, device manufacture date: 2020-04-14. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the initial reporter facility. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with an unspecified bd edta blood collection tubes the sample clotted. There was no report of patient impact. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that sample clotted. Specimens were heelstick/capillary draws.